Manufacturer narrative:
Product event summary: it was confirmed that both output connectors on the external pulse generator (epg) were broken. It was also found that both of the liquid crystal display (lcd) wires were pinched with the wires exposed. Additionally, the battery drawer would not open when batteries were not present, although it would when batteries were installed. The main seal was found sticking out of the case by the battery drawer, and when it was reinstalled the drawer worked properly.

Event description:
It was reported that the external pulse generator (epg) had connector issues. The epg has been returned for repair, testing, and calibration. There was no patient involvement.